Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.50/4.5/099 (sphere/cylinder/axis), implantable collamer lens was implanted upside down into the patient's right eye (od) on (B)(6) 2020. There was patient contact (lens touched the eye) with no patient injury. The lens was removed and exchanged during the initial surgery on (B)(6) 2020 with a same size, similar (sphere/cylinder/axis) lens. The problem was resolved.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with residue on the lens. Visual inspection found the haptic torn and foreign residue on the lens. Claim# (B)(4).